Event description:
It was reported the programmer cannot interrogate devices. The programmer indicates it had been updated but no devices were listed. It was also reported the analyzer was broken. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed programmer would not interrogate devices; hard drive reconfigured and software reloaded to resolve interrogation issue. Analysis also found the hinge plate screws were missing and the system fan was noisy. It was noted there was a loose screw found in the display.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.